Event description:
The customer contact reported a disconnection. The extension set was connected to the patient's IV catheter and was being used to deliver an unspecified solution at an unspecified rate. At an unspecified time, it was reported that the extension set had disconnected from the IV catheter, and an unspecified volume of solution had leaked. The extension set was replaced and therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. (B) (4). (B) (4).